Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 2000mcg/ml at 601mcg/day and bupivacaine 20mg/ml at 6mg/day via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that they were able to aspirate but unable to fill the pump to capacity. Per the healthcare provider they were able to fill with only 35ml and could get no more fluid into the pump. The healthcare provider stated they set the reservoir volume at 35ml and would attempt to fill again at the next refill. There were no patient symptoms.

Event description:
Additional information was received from a healthcare provider on 2017-mar-06. It was reported that no troubleshooting was performed regarding the inability to fill the pump to capacity, and the cause was unknown. The issue was considered resolved at the patient's next refill on (B)(6) 2017, at which point the pump was successfully filled with 40ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.